Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on using both battery and ac power. During testing an intermittent backlight failure was observed when the device was agitated. The lcd module was replaced and the unit functioned as designed. Initial reporter address exceeded maximum allowable digits, address is as follows: (B)(6).

Event description:
The customer reported the radical backlight does not function and display is bad. No patient impact or consequence reported.